Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered what was suspected to be inappropriate therapy. It was noted that this patient received several shocks and subsequently this device was explanted and replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.